Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to load a new cartridge onto the pump due to repeatedly receiving a message stating that the cartridge cannot be used and to replace with a new cartridge. Reportedly, customer had tried to load multiple cartridge onto the pump. There was no reported impact to the customer's blood glucose level. The contact was able to load a new cartridge onto the pump successfully. As the pump was not available at the time of the call, the customer was recommended to call back at a convenient time. Although requested, no additional information was provided regarding the reported event.